Event description:
During a ptca procedure the balloon ruptured at 18 atm on the third inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. A 8f wiseguide fl 3.5 guide catheter and a runthrough guide wire were also used in the procedure. No patient complications were reported. Patient status is listed as "good".